Event description:
In 2008, the pt reported the display of his infusion device has a "large black splotch" and is unreadable. He stated that the lcd screen has small cracks in it. The infusion device was not dropped or exposed to water or extreme temperatures. He stated that he did fall today, but it "wasn't exactly a hard fall." The infusion device was in his pocket at the time of the fall. The pt switched to his backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.